Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient that they were out of medication and had received multiple shocks. Follow-up was attempted but additional information could not be obtained. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.